Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with no reported alarms or infusion set leaks, after having paused insulin delivery for a couple of hours and eating ice cream; insulin was unpaused for over an hour at the time of the call, and the user declined a same-night set change with plans to use backup therapy in the morning. Symptoms included elevated blood glucose with a reported high of 372 mg/dl. Outcomes included no ketone testing, no use of backup therapy during the event, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the hyperglycemia had an unclear cause, with contributing factors possibly including the temporary suspension of insulin and recent carbohydrate intake; no device alarms were reported and the infusion set was reported intact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.